Event description:
Correction required to indicate that the recommended programming changes were made. The patient was in good condition afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed during a follow-up. Programming changes were recommended.